Event description:
The customer alleged that the audio alarm was intermittent. The customer support engineer inspected the device and could not duplicate the alleged event, but replaced the front panel display board as a precaution. The unit passed extended self testing. It is not verified that the audio alarm was intermittent, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.